Event description:
The customer alleged that while using an electric shaver on a patient, the device became inoperative. The device allegedly became inoperative as soon as the shaver touched the circuit. There was no patient harm or change in the therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.